Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain lower abdomen"), appendicectomy ("had a CT scan to see appendix") and pregnancy with contraceptive device ("pregnancy (with complications)found out while in ER (for appendectomy)") in a (B)(6) female patient who had essure inserted (lot no. D19657) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective\ failure to occlude (close) fallopian tube(s)"). The patient had a medical history of parity 4 ((B)(6) 2010, (B)(6) 2013, (B)(6) 2016, (B)(6) 2018), multigravida and body mass index normal. On (B)(6) 2016, the patient had essure inserted. In june 2016 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain lower back"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016 she experienced mood swings ("hormonal changes describe: mood, hot flashes") and hot flush ("hormonal changes describe: mood, hot flashes"). On (B)(6) 2017 she experienced pregnancy with contraceptive device (seriousness criterion medically important) with abdominal pain and underwent appendicectomy (seriousness criterion medically important). An unknown time later she experienced genital haemorrhage ("made appointment for non-stop bleeding told it was a normal side effects"). The patient was treated with surgery (essure removal with bilateral salpingectomy and appendicectomy). Essure was removed. At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered abdominal pain lower, alopecia, appendicectomy, back pain, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, mood swings, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: do you allege that essure caused birth defects: no still not 100% sure, daughter is only (B)(6). Did you experience any complications of your unintended pregnancy or delivery: yes , had to see specialist for spot on baby's heart, had a CT scan to see appendix. Date of removal is (B)(6) 2018 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.771 kg/sqm. [Hysterosalpingogram] in (B)(6) 2016: result: failure to occlude (close) fallopian tubes. Only checked one side ((B)(6) 2016). Lot number: d19657 manufacturing date: 2014-10 expiration date: 2017-10. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: essure removal date were added. This case is being submitted retrospectively following an internal review a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain lower abdomen'), appendicectomy ('had a CT scan to see appendix') and pregnancy with contraceptive device ('pregnancy (with complications)found out while in ER (for appendectomy)') in a 34-year-old female patient who had essure (batch no. D19657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective\ failure to occlude (close) fallopian tube(s)". The patient's medical history included body mass index normal, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2013, (B)(6) 2016, (B)(6) 2018). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain lower back"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood, hot flashes") and hot flush ("hormonal changes describe: mood, hot flashes"). On (B)(6) 2017, the patient underwent appendicectomy (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("made appointment for non-stop bleeding told it was a normal side effects"). The patient was treated with surgery (appendicectomy and essure removal with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, appendicectomy, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, back pain, mood swings, fatigue, hot flush, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, appendicectomy, back pain, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, mood swings, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: do you allege that essure caused birth defects: no still not 100% sure, daughter is only 8 months old did you experience any complications of your unintended pregnancy or delivery: yes , had to see specialist for spot on baby's heart, had a CT scan to see appendix. Date of removal is (B)(6) 2018 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: result: failure to occlude (close) fallopian tubes. Only checked one side ((B)(6) 2016). Lot number: d19657, manufacturing date: 2014-10, and expiration date: 2017-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.